Event description:
Caller reported an issue with the time on a device being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.